Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 38-262 joules. No pt injury was reported. The device was not returned for evaluation.